Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported while treating a post-partum hemorrhage (pph) after a natural delivery in which a patient had lost 2000 ml of blood, at the time that a bakri tamponade balloon catheter was placed it was found to be leaking. The bakri catheter was placed trans-vaginally by hand and inflated to 400 ml with saline then the leaking was found with ultrasound. The device was removed immediately and a pinhole in the middle of the balloon material was found. Another balloon was used to achieve hemostasis. It was reported total blood loss was 3000ml. It was reported that no adverse effects to the patient occurred during this incident. Additional details regarding the patient and event have been requested, at this time no additional information has been provided.

Event description:
Additional information provided by the customer 20ap2020: the post-partum hemorrhage (pph) was caused by uterine inertia (atony) and placenta previa. The patient had natural labor with no vacuum or forceps used. The physician declined to provide any details regarding other interventions used to treat pph. The infant is healthy and had a birth weight "within normal range."

Manufacturer narrative:
Investigation/evaluation: h6: ec method code: (4109) historical data. Event description: an incident involving a cook bakri postpartum balloon (j-sos-100500) was reported. The complaint device was used to treat postpartum hemorrhage following natural labor. Blood loss was estimated to be 2000ml. The complaint device was placed transvaginally by hand. When the balloon was inflated with 200ml of saline, leakage was observed under ultrasound. The device was removed immediately, and leakage through a pinhole in the middle of the balloon material was confirmed. Hemostasis was achieved using another device. Total blood loss was 3000ml. No related adverse events were reported. A visual inspection of the complaint device could not be performed as the device was not returned. A document based investigation was performed including a review of complaint history, the device history record, instructions for use, trend analysis, and quality control data. A review of the device history record (DHR) determined that there are no non-conformances related to the reported event. A search of complaints revealed no other complaints associated with the reported lot number. A review of the IFU included with the device provides the following information to the user related to the reported failure mode: transvaginal placement: "1. Determine uterine volume by direct examination or ultrasound examination." "2. Insert the balloon portion of the catheter into the uterus, making certain that the entire balloon is inserted past the cervical canal and internal ostium." "3. Place an indwelling urinary bladder foley catheter at this time, if not already in place, to collect and monitor uterine output." How supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A search of complaint records shows there are no other related complaints from the lot number at the time of investigation. The complaint device was not returned for investigation. Review of the device history record, complaint history, quality control documents, and device failure analysis indicates that the device was manufactured within specifications and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook has determined that a component failure likely contributed to this incident. The risk analysis for this failure mode was reviewed and additional escalation was not recommend. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.